Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection showed no external damages or defects. The device was turned on using the customer's batteries. Led segments did not light up during start up. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. Internal inspection found that the missing led segments on the circuit board did not pass voltage testing which prevented them from powering on. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues related to this reported event.

Event description:
The customer reported that the device had missing segments in the display. No consequences or impact to patient were reported.